Event description:
Suction irrigator did not work. Was plugged into the IV bag, drops of fluid were in the tubing. Area where spike entered IV bag was not twisted. Device made sound when blue button pressed, but fluid did not flow into abdomen.